Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level and trace ketones. The continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer was treated with intravenous saline and insulin and was discharged approximately 8-9 hours later with no permanent damage. The cause for the reported issue was due to the pump's usb port being damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.